Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pd transfer set was not staying connected to minicaps; further described as ¿the minicaps kept falling off even after securing them in place¿. This was identified during set- up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information:the caregiver reported that on an unreported date, the patient's transfer set was replaced. It was additionally reported that the customer would wrap and tape the minicap onto the transfer set to tighten it up. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.